Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 2. On (B)(6) 2023, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.